Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that crossing difficulties occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery. Following dilatation with a non-bsc balloon catheter, a 3.00x28mm promus element plus drug eluting stent was advanced but failed to cross the lesion. Dilatation was performed repeatedly and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed hypotube break.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: the device was returned for evaluation. A visual and microscopic examination of the device identified a break in the hypotube shaft at 184 mm distal to the catheter strain relief. In addition, the hypotube was kinked along its entire length. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).